Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the implant was detached from the inserter. The inserter tip was broken, the broken fragment was lodged into the anchor. The suture had foreign matter, presumably biological residue. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the minilok qa+ # 2-0 oc v5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be associated with bending force applied to the inserter during implant. As per the instructions for use, do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the inserter tip on the quickanchor orthocord tapercut device was broken, the broken fragment was lodged into the anchor. It was noted in the service order that during surgery, it was observed that the device had a defective anchor. It was further noted that there was a problem with a wire at the tip where the anchor is attached. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h6: medical device problem code has been updated to device damaged, upon receipt. B5: after subsequent follow-up with the affiliate, additional information was obtained. The affiliate confirmed that the damage was noticed when the box was opened. Part return did not take place.